Event description:
A high glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer reported an unspecified high glucose reading with the use of the adc device when compared to a blood glucose test result on a healthcare professional (hcp) glucose meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer stated they started to feel bad in general, lot strength with feelings of fading away, and were unable to provide self-treatment resulting in a loss of consciousness. Contact was made with a healthcare professional (hcp) stated who obtained a blood glucose test readings of 57 mg/dl on the hcp meter compared to an adc device glucose reading of 94 mg/dl which when comparing the results plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The hcp then provided the customer with some juice as treatment for a diagnosis of hypoglycemia. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.